Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was repositioned. Stimulation was reportedly restored postoperatively.